Event description:
Appears to be ventricular undersensing prior to detection on #30. Does not appear to affect function of device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).